Manufacturer narrative:
This supplemental report was created to capture the additional information received that the device was working as programmed and the patient just did not like the rate response and a correction to the initial emdr since this no longer meet reportable criteria.

Event description:
It was reported that the patient with this implantable pacemaker stated having some issues after reprogramming the device. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was working as programmed and the patient just did not like the rate response.

Event description:
It was reported that the patient with this implantable pacemaker stated having some issues after reprogramming the device. This device remains in service. No adverse patient effects were reported.